Event description:
It was reported that the image on the system monitor's display was distorted when the system monitor was left on standby mode. The system monitor was not used on a patient when the problem occurred. The engineer reseated the display cable connections on the system monitor's printed circuit board (pcb) and rebooted the system monitor, and the issue was resolved. The system monitor was connected to a patient and the image was stable and the touchscreen was responding normally. A few days later, it was reported that the image was distorted again when the unit was left on standby mode.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the unit's display being distorted. Troubleshot the unit which revealed the main printed circuit board (pcb) assembly was faulty. The system monitor was repaired and returned to the customer's site. Although the main pcb assembly was found to faulty, the root cause could not be conclusively determined as the pcb assembly functioned as intended during returned product analysis. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 16nov2009. The system monitor shipped on 30nov2009. The system monitor was manufactured on 11aug2009. Heartmate ii power module instructions for use revision b section 2.5.8 states if the screen does not function properly, contact the company for assistance. No further information was provided. The manufacturer is closing the file on this event.